Manufacturer narrative:
1038671-2023-01504.

Event description:
Legal case - (B)(6) rk rev. Related case- (B)(4) lk rev. As reported via legal documentation the patient had a right knee replacement on (B)(6)2013. Approximately 6 years and 11 months after the initial procedure the patient had a right knee revision on (B)(6) 2020. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient suffered pain and instability in his right knee for a period of time prior to his revision. During the revision procedure, the surgeon encountered significant polyethylene wear with resulting osteolysis, abundant synovitis, and a grossly loose femur. Unable to locate initial surgery in ebi. Electronic files searched for patient name with no results.